Event description:
Caller was performing a correlation study for troponin I (tni) between their current method, vitros and triage cardiac panel 25 test kit. Two of the thirty-two samples run gave false negative results on the triage test vs the vitros test which gave positive results for tni. The cut-off for triage is 0.05 and for vitros 0.12. Chart review indicated that these two pts had confirmed amis.

Manufacturer narrative:
Investigation pending.